Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was an oil injection issue during a vitreoretinal surgical procedure. The silicone oil was injected manually to complete the procedure. There was no harm to the patient.